Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer reported that she had high blood glucose levels of 33 mmol/l at the time of incident. The customer stated that she changed infusion sets several time but the insulin pump received several no delivery alarms. Troubleshooting was performed. The customer was advised to replace out the insulin pump. The customer was advised to go to hospital. The customer declined to go to hospital and stated that she will treat with manual injection. The insulin pump is expected to return for analysis.